Event description:
"The resident was being transferred back into bed via a hydraulic lift. While the resident was suspended in the air, their buttocks slid through the opening of the divided leg and fell to the floor, hitting their head." Serious injury alleged.